Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance was gradually rising. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and it was found the proximal end low voltage conductor was fractured from being flexed. It was noted that the defibrillation superior vena cava (svc) conductor was fractured from being pul led/stretched/overstressed. Also, performance data collected from the device was received and analyzed and it was found that the rv pacing impedance trend was varying with weekly pace impedance trend data shows varying impedance for min and max rv pace equal to 400 to 528 ohms for a range between (B)(6) 2011 and (B)(6) 2012.